Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report#3006705815-2018-01283. It was reported the patient was unable to experience ineffective therapy in the back. Reportedly patient experienced fall. Reprogramming did not provide resolution. As a result, surgical intervention was undertaken wherein the scs leads were explanted and 2 new leads were implanted. Therapy was resumed and patient is receiving stimulation.